Manufacturer narrative:
The device was received at the manufacturer for investigation on (B)(4) 2011. An evaluation was conducted and the complaint of not holding pressure was confirmed. According to the investigation details, the primary failure was that both bladders needed to be replaced. The device was repaired and returned to the customer.

Event description:
It was reported that the device was not holding pressure during a surgical procedure, resulting in slight bleed through into the surgical site. There was no patient/user injury. A back-up device was used to complete the procedure and a delay of 5-10 minutes was reported.